Event description:
The nurse received vancomycin medication from pharmacy and used the vial mate to connect the vial to the normal saline intravenous fluid bag. Subsequently the nurse was alerted by other personnel that the vancomycin was leaking from the vial mate.